Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. Corrected data: h6. Medical device problem code.

Manufacturer narrative:
(B)(4) date sent 1/30/2025 d4 batch # unk b3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿anastomosis had loosened¿? What was the conditions of the colon and rectum prior to anastomosis (was there excessive edema)? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Would the surgeon like to speak to the ethicon team about these issues? If yes, please give us 3 dates and times (est) that would work for the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a hemicolectomy two days ago (open). Patient was in good condition and anastomosis was on a "easy" place. During the operation there were no any issue, but after two days anastomosis was 2/3 loosened. Seems like staplers didn't hold anastomosis properly. Patient was re-operated. After two days they open patient again and suture anastomosis,

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Additional information received: complete anastomosis after surgery. About 2 days after surgery the leak occurred. No problem or issues with the tissue. Good donuts and no tension. Endoscopies were performed and there were no issues or concerns with the anastomosis. Negative air test. The account went back to manual except for the powered 31mm. All instruments are from the same lot a9ej24. The staples were still intact and in standard formation when the patient went back into the or. No issues removing the stapler after anastomosis. Waiting 15 seconds or more and then retightening before firing. Account does the triple staple technique.